Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that o-ring did not have a tight seal which was causing high blood glucose. Customer reported to have received the drive support cap notice. Customer reported that drive support cap was recessed. Customer reported that insulin pump buttons were difficult to press. Customer was advised to monitor insulin pump. Customer reported that blood glucose had risen to 500 mg/dl.